Event description:
It was reported that a patient underwent a knee procedure in 2023 and suture was used. Post-operatively, it was reported resorption issue occurred. The customer requests if the composition has changed.this issue was noted for several months. No exact quantity provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the sutures were resorbed too quickly. The sutures were used for the fixation of the kneecaps. The kneecap does not heal properly. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via:2210968-2023-08316, 2210968-2023-08317.

Manufacturer narrative:
Product complaint # 1213809-2023-01364-1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what do you mean by "he thinks that the composition of the wire has changed and that this is causing a dislocation" please clarify: the surgeon wondered if the product has changed it composition because he has presently issue with this product because they caused dislocation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: pcf (product mismatch) - answers provided by the customer: please clarify if the additional product received belongs to this complaint: jv1069 / tlbbbxr0: no response. If yes, did the thread reabsorb too quickly for both jv1069 / tlbbbxr0 & v1059h / lot tjbbchq0 during the same procedure? The surgeon complained that he had to take his patients back for dislocation of the patella. He thinks that the composition of the wire has changed and that this is causing a dislocation. The following information was requested: it was reported that" he thinks that the composition of the wire has changed and that this is causing a dislocation. Please more details. What do you mean by "he thinks that the composition of the wire has changed and that this is causing a dislocation" please clarify.